Event description:
The user reported that the difibrillator would charge and fire normally, but then would automatically recharge. There was no effect on any pt. Tests on the unit disclosed that the abnormal operation was caused by a failure of switch sw10 on assembly. No cause of the switch failure could be determined. It appears to have been a random component failure in a 10 year old device. The event is not occurring more frequently or with greater severity than is usual for the device.